Event description:
Pt had a procedure called "thermage" done to the lower half of face and neck. The radio frequency waves are supposed to tighten the skin. However, pt noticed that their skin was starting to sag and after six months pt had a chin implant put in to address the loose skin on pt jaws. A few months later, pt noticed an over all thinning of face. This process was so gradual that pt couldn't actually tell that it was occurring until people asked them why they were losing so much weight. Pt wasn't losing weight, but face was getting skeletal-looking, cheekbone area was getting smaller and the area under cheek bones are starting to get a sunken in look.